Event description:
Patient reported a rupture to an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient initially reported a rupture to an unknown side. Patient later reported a right side rupture confirmed via ultrasound and "non-recommended textured implant". Healthcare professional later reported "double bubble" and a rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
Patient later reported a right side rupture confirmed via ultrasound and "non-recommended textured implant".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6. Visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient initially reported a rupture to an unknown side. Patient later reported a right side rupture confirmed via ultrasound and "non-recommended textured implant". Healthcare professional later reported "double bubble" and a rupture. Device has been explanted.